Manufacturer narrative:
Cerelink sensor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a cerelink sensor was placed after decompressive craniectomy and evacuation of sdh (subdural hematoma). The icp rose to 50-60 despite significant medical management. The patient had a CT scan which showed the sensor was well sited, but the scan was not in keeping with the icps on the monitor, therefore, a new icp sensor was placed (which has demonstrated normal figures). No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.